Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she had interstim implanted last tuesday, (B)(6) 2016 and the last couple of nights haven't been that great, the patient has been experiencing more leakage at night. The patient stated she didn't really want to mess around with the settings too much until she saw the health care provider (hcp) on friday, and she did increase stimulation a little bit to see if it will help. The patient stated she did not know if she should change programs and would like to know what each program does. The patient stated she was currently on program one. The patient stated she would address concerns with hcp at her appointment on friday, (B)(6) 2016. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.. A follow-up report will be sent if additional information becomes available.